Event description:
It was reported that this lead was revised due to a suspected dislodgement, which was confirmed through xrays. The device is currently implanted. No additional adverse patient effects were reported.